Event description:
Customer reports an infusor containing 14ml of buprenorphine hydrochloride and 46ml of saline to a total volume of 60ml overinfused over 20 hrs. Report indicates the "pcm" component was not used during infusion. Customer reports no adverse clinical reaction.